Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 32-38mm in length, eccentric, restenosed lesion was located in the mildy tortuous, midly calcified and 3.0-3.5mm in diameter left anterior descending artery (lad). The lesion contained >45 and <90 degrees bend. A 3.00 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during procedure, the device failed to cross the lesion and upon removal, it was noted that the stent was deformed. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.